Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 9/20/2024, it was reported by a patient via phone that after a calcaneus fracture procedure, the patient had been experiencing sensitivity, inflammation, pain, and discomfort. The patient underwent surgery on (B)(6) 2023. The patient reports that the pain activates by certain positions. The patient has been experiencing allergic reactions to certain metals in earrings and would like the material composition of the implant to ensure the new symptoms are not related to the product implanted during the calcaneus procedure. At this time, the part number of the implant is unknown.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.